Manufacturer narrative:
Additional info: evaluation summary: the complaint issue of possible shavings or parts of catheter pulled out from catheter with sample was verified as scratches and peeling were found in the ewc liner, but no delamination of the liner was found. The scratch and peeling in the liner observed on the outer radius of the curve, which means that the most likely cause of the scratch and peeling was the passing of a tool with a sharp tip on it through the ewc. However, as no tools were mentioned or returned for evaluation, the root cause cannot be determined. The DHR review was performed and no anomalies were identified pertaining to this failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the sampling in a procedure, possible shavings or parts of catheter pulled out from catheter with sample from patient. The long string pieces that were clear in color. Pulled a total of 3-4 pieces out with samples from patient. The physician was able to complete the superdimension portion of the case. There is no patient harm.